Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was over 600 mg/dl at the time of admission. The customer reported not feeling well, prompting the hospitalization. The cause of the hospitalization was also from diabetic ketoacidosis. The customer was treated with an IV, insulin and water. The customer reported they were wearing the insulin pump at the time of hospitalization. The customer also reported the buttons were sticking on the insulin pump when attempting to bolus. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received no button response due to flattened esc, act and up button dome switches. The insulin pump was unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump received with minor scratched lcd window.